Event description:
Customer reports back to back testing on the same meter while using the compact plus system with results of 358mg/dl and 95mg/dl. L1 and l2 quality controls were run; l1 was out of range and l2 was in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.